Event description:
The customer reported that the ventilator would operate on backup battery power but when it was connected to ac power the unit would alarm and shut down. The customer reported the ventilator was in use and there was no patient harm. The MFR's service technician was able to duplicate the reported problem. The service technician replaced the power supply to address the reported problem. Applicable final testing was completed and tests passed to operating specifications. If a loss of ac power or failure of the power supply occurs during use and the ventilator is inoperable or shuts down, an audible power fail alarm will activate.